Event description:
Rptr writes: "I saw you at the suggestion of dr who had performed refractive surgery on a relative of yours. You yourself had had intacs procedure on both eyes by dr for correction of myopia. You work in construction in landscaping during the day and since your surgery have had major problems with photosensitivity, particularly involving the right eye. In the evening you manage a restaurant and your vision has caused early fatigue. Two months ago you had had intacs procedure performed and you have noted that your vision is not as good as it was with your contact lens wear or spectacle lenses. You were scheduled to see dr the following week. At the present time you are on no medications except for genteel artificial tears one to two times a day. You use celebrex and advil as systemic medication for back pain but you are otherwise healthy. Your uncorrected vision was 20/40+ in the right eye and 20/30 in the left. You refracted to 20/25-1, +2 in the right eye with -0.25-1.25x73 and 20/20-1 in the left eye with +0.25-1.25x55. Applanation pressures were 12 ou. Your left eye showed what I would consider to be well positioned intacs with a healed superior incisional scar. In the right eye the temporal intacs entrance wound was obviously superficial and the intacs device itself is located in the anterior part of the corneal stroma, perhaps only 1/4 depth. My guess is that this was associated with some stromal inflammation and there are blood vessels that have invaded the cornea from 11:30 to 12:30 and have extended in along both the temporal and nasal intacs device for about 2 mm. However, it looks as if the epithelium has healed and it is difficult to know whether or not the vascular progression is stabilized or not and dr should be able to advise you about that. The placement of the nasal intacs is not optimum, but whether or not removal and/or replacement is indicated is not clear to me at this time and depends a little bit on how things are progressing. If your refraction is stable, lenses to improve your distance vision would help with driving. Your light sensitivity would probably be improved with topical steroids and the only question is whether or not it is safe to use topical steroids in conjunction with the intacs being so superficially placed in your right eye and whether that might increase the risk of erosion."